Event description:
It was reported a patient experienced a hernia coincident with automated peritoneal dialysis (apd) therapy. The cause of the hernia was not reported. It was reported the hernia was diagnosed after the start of pd therapy. The same month as onset the patient was hospitalized for the event and underwent surgery to remove the hernia. The same day as surgery, pd therapy was discontinued and hemodialysis was started. On an unknown date the same month as admission, the patient was discharged from the hospital. On an unknown date approximately one month after surgery, the patient discontinued hemodialysis and restarted pd therapy. At the time of this report the patient was recovered from this hernia event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The hernia event occurred on an unknown date in (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.